Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. The customer declined to provide additional information regarding the issue. The customer reported using cold insulin which is considered off label per the tandem user guide.